Event description:
Procedure: kidney/adrenal grand. According to the reporter: product broken during use on a patient, broken parts fell inside patient. Some parts were retrieved but there is possibility that some of them are still in the patient. Another device was used. Patient is under observation. Patient age, gender and weight: not provided. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Pieces fell into the cavity and could not be retrieved. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Both instruments were missing the clevis pieces and the distal end was broken. Five disengaged clevis pieces were received. Clevis pieces were disengaged and missing and the distal end of each instrument. The articulation knob functioned properly for each instrument. The knob to expand the blades did not function properly; and the blades could not be expanded fully. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).